Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: since no samples (including photos) were returned for the reported issue of ¿issue when removing the plastic tube that stayed inside the patient¿ with lot number 0.0356976 regarding item # 391592 the complaint could not be confirmed. DHR was reviewed for the product test. No discrepancy was reported and recorded in DHR in customer reported lot # 0.0356976. The investigating team has used the retention samples of 0.0356976 to check for blockage, blunt and or catheter pull force variations. Ten retention samples were tested to measure the catheter pull force on instron utm machine to check the strength of catheter tubing. The retention samples were tested for catheter blunt tip verification test on latex sheet drum tests and on instron. All the test results did not show any variation in the speciation from the standards. There is no evidence of cannula tip damage, catheter damage or ppft tube damage in any of the retention samples. Tests performed on ten retention samples were within conformance to bd specs. The customer complaint could not be confirmed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. As no samples and/or photo(s) were received the investigation concluded that bd was not able to duplicate or confirm the indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that venflon I 20ga 1.0 mm x 32mm separated from hub. The following information was provided by the initial reporter: I am using bd venflon from last 10 years in my hospital. Yesterday I had an issue when removing the plastic tube stayed inside the patient. Kindly improve the safety points of the product to prevent further issues.